Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no 2015691 2021 02796.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than 1 percent at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at low risk for open surgical therapy (i.e., predicted risk of surgical mortality equal to 8 percent at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). Per report, the device was used in an off label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results suggest procedural factors (off label mitral position) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by an edwards lifesciences affiliate, during an off label native mitral case, the first 29mm sapien 3 valve was implanted and moved atrial. Therefore, a second 29mm sapien 3 valve was placed. The following day, the valves embolized into the left atrium. The valves were surgically removed and replaced with a 29 sapien 3 valve with sutures. There were no reports of device malfunctions.